Manufacturer narrative:
The event of malignant glaucoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to model #/lot #: affected device information was noted with (B)(4), and lot number 61580. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported one week post-op, a left eye "had developed aqueous misdirection." Treatment indicated as "pars plana vitrectomy with a peripheral iridotomy that fully resolved aqueous misdirection." The device remains implanted.